Event description:
It was reported that a spectrum infusion pump failed did not trigger a downstream occlusion alarm when the roller clamp was closed and running at a slow rate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: catalogue # unknown spectrum pump. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.